Manufacturer narrative:
Failure analysis noted that the pump passed the self-test. The pump was monitored in the oven for several days and had no display anomaly. There was no unexpected discolored screen, brown or black screen. There was moisture damage on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 266 mg/dl. The customer stated that the screen have different colors like it was burned. They were not able to run the self-test and the black screen did not disappear. Troubleshooting was not able to resolve the issue. The device was returned for analysis.